Manufacturer narrative:
(B)(4). This is a report of use error, where the patient line became disconnected and leaked as a result of an improper connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line when it became disconnected from the transfer set. This was noted during fill one of peritoneal dialysis. The patient stated that they had not properly connected the patient line to the transfer set. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.